Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found helium leaking from external helium bottle. To fix the issue, the fse adjusted helium bottle and let it sit overnight. The fse reported that the helium pressure remained constant with no leaking and the problem was resolved. The fse performed a functional check and calibration check to meet/and met factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a helium leak issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.